Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller board and snubber board were replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had a milliamps and kilo volts error and the image would pulsate during a case. No patient injury was reported.